Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of multiple incisional hernias. It was reported that after implant, the patient experienced infection due to erosion of mesh into small intestine, dense adhesions between intestines and mesh, recurrence, severe abdominal pain, open wound, cellulitis, and persistent inflammation of the abdominal wall. Post-operative patient treatment included revision surgery to remove the mesh and repair the hernia, lysis of adhesions, small bowel resection, complex abdominal wall reconstruction, multilayer closure of abdominal wall, cholecystectomy, aspiration and placement on IV antibiotics, wound vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of multiple incisional hernias in a laparoscopic repair. It was reported that after implant, the patient experienced infection due to erosion of mesh into small intestine, dense adhesions between intestines and mesh, recurrence, severe abdominal pain, open wound, cellulitis, foreign body giant cell reaction, serosal fibrosis, chronic draining sinus, mucopurulent fluid and persistent inflammation of the abdominal wall. Post-operative patient treatment included revision surgery to remove the mesh and repair the hernia, lysis of adhesions, small bowel resection, complex abdominal wall reconstruction, multilayer closure of abdominal wall, cholecystectomy, aspiration and placement on IV antibiotics, wound vac.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infection due to erosion of mesh into small intestine, dense adhesions between intestines and mesh, severe abdominal pain, cellulitis requiring aspiration and placement on IV antibiotics, and persistent inflammation of the abdominal wall. Post-operative patient treatment included revision surgery to remove the mesh and repair the hernia.

Manufacturer narrative:
Additional information: b2, b5, b7, g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6(patient codes), additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of multiple incisional hernias in a laparoscopic repair. It was reported that after implant, the patient experienced obstruction, allergic reaction, perforation, abscess, pain, infection, erosion of mesh into small intestine, dense adhesions between intestines and mesh, recurrence, severe abdominal pain, open wound, cellulitis, foreign body giant cell reaction, serosal fibrosis, chronic draining sinus, mucopurulent fluid and persistent inflammation of the abdominal wall. Post-operative patient treatment included revision surgery to remove the mesh and repair the hernia, lysis of adhesions, small bowel resection, complex abdominal wall reconstruction, multilayer closure ofabdominal wall, CT-scan, hospitalization, cholecystectomy, aspiration and placement on IV antibiotics, wound vac. Concomitant device: bard sorbafix tacker x 2 ( product ID 0113080/ lot # dat10016) relevant tests/laboratory data, including dates:(B)(6) 2009: op note- imaging noted small bowel entering colostomy defect and suprapubic defect (B)(6) 2015: op note- CT showed no clear evidence of infection (B)(6) 2018: pathology- segment of small intestine with foreign material (mesh) eroding through the wall to involving the mucosa with associated inflammation and foreign body giant cell reaction, serosal fibrosis and adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of multiple incisional hernias in a laparoscopic repair. It was reported that after implant, the patient experienced abscess, pain, infection, erosion of mesh into small intestine, dense adhesions between intestines and mesh, recurrence, severe abdominal pain, open wound, cellulitis, foreign body giant cell reaction, serosal fibrosis, chronic draining sinus, mucopurulent fluid and persistent inflammation of the abdominal wall. Post-operative patient treatment included revision surgery to remove the mesh and repair the hernia, lysis of adhesions, small bowel resection, complex abdominal wall reconstruction, multilayer closure of abdominal wall, cholecystectomy, aspiration and placement on IV antibiotics, wound vac.